Event description:
There was a short circuit...burned my charger it damaged-oral-b toothbrush handle [device catching fire]. Case narrative: consumer via phone reported that there was a short circuit, and it burned the toothbrush charger and damaged the charger. No injury was reported

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.